Event description:
Caller reported a malfunction on the pump with no notable events occurring prior. No adverse impact on the customer¿s blood glucose level was reported, as the caller declined to answer regarding any exceedance of 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, resulting in no recurrence of the malfunction code. Customer was instructed to continue using the pump and to report if the malfunction recurred.